Manufacturer narrative:
The returned valve was not patent. The device did not meet the requirements for siphon, reflux, pressure-flow and pre-implantation testing as the valve was not adjustable. The device also did not meet the requirements for leak testing due to a large tear noted in the top of the cassette housing chamber. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Proteinaceous debris was noted in the interior of the valve and was also noted on the internal components of the cassette housing subassembly. Proteinaceous debris was observed between the beams of the pressure regulating spring, which could cause a malfunction of the return spring and result in non-adjustment of the mechanism. The returned spring was observed to be adhered to the rotor due to proteinaceous debris. It should be noted that the return spring is normally free floating within the valve mechanism. Proteinaceous debris was also observed between the rotor and cassette housing. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. All internal components were present and found to be in acceptable condition. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drainage valve was stuck intraoperatively. Reportedly, there was no injury to the patient.